Event description:
I had a morpheus8 treatment done on (B)(6) 2024. The treatment left me with track marks all over my face and neck. I was told this can happen and should go away within a few weeks. It did not go away. My dermatologist had to prescribe creams and did additional laser treatments to try to help with the track marks and scarring. A year later the track marks are mostly gone, but my skin is ruined. The texture is damaged and my skin has never looked worse.